Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter . The customer reported the mitraclip device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being filed as the clip became caught in the chordae and upon retracting into the left atrium, a rupture to the left atrium appendage occurred resulting in a pericardial effusion. The patient was converted to surgery. It was reported that a patient with degenerative mitral regurgitation (mr)underwent a mitraclip procedure on (B)(6) 2014. There was no difficulty with the insertion or advancement of the clip delivery system (cds). When the clip was in the left ventricle, due to the challenging anatomy of the mitral valve, multiple attempts were needed to grasp the mitral valve leaflets. After eight grasps of the mitral valve leaflets, the mr was not successfully reduced. Upon the eighth grasping attempt, the clip became caught in the chordae. The cds m steering knob was used as a maneuver to help release the clip. The clip was inverted and retracted into the left atrium. Due to retracting and steering with the m knob, the clip jumped into the left atrium appendage (laa). While retracting the inverted clip, a rupture to the laa occurred. Subsequently, due to the ruptured laa, the patient's blood pressure dropped and a pericardial effusion was diagnosed. The mitraclip system was removed as one unit. The patient underwent surgical mitral valve replacement. Post surgery, the patient was hemodynamically stable, but intubated on mechanical ventilation in the intensive care unit (ICU). As of (B)(6) 2014, the patient was intubated in the ICU in stable hemodynamic condition without catecholamines. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the clip was closed and retracted into the steerable guide catheter (sgc). The sgc and clip delivery system (cds) were then removed from the anatomy as one unit as the physician thought the devices could be removed quicker. No additional information was provided.

Manufacturer narrative:
(B)(4). As the clip delivery system (cds) was discarded post procedure, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for failure to adhere or bond to the leaflets are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there have been no other incidents reported for the lot. The user also reported no issue while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that difficulty grasping the leaflets was due to the challenging anatomy of the mitral valve. The reported difficult to remove was due to the clip getting caught in chordae from multiple grasping attempts, which then resulted in the clip jumping (device operating differently than expected) into the left atrium appendage (laa), when the clip was released from the chordae. Therefore, based on the information reviewed, the reported issues of difficulty grasping leaflets, difficult to remove and device operates differently than expected appear to be related to patient/procedural conditions and not a product quality deficiency. Reportedly the laa rupture (atrial perforation) occurred after the clip was released from the chordal entanglement causing it to jump into the laa. This then resulted in the cascading effects of pericardial effusion and hypotension. The reported patient effects of atrial perforation (cardiac perforation) and hypotension, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects of atrial perforation, pericardial effusion and hypotension appear to be related to procedural conditions and not a product quality deficiency.